Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins and remote were not working; it was planned for the ins to be removed the next week. No symptoms were reported. No further complications were reported/anticipated.